Event description:
It was observed that during the device evaluation, the subject device exhibited deterioration of coupler unit, the scope cannot be attached smoothly, damage on cable unit and water tightness was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.